Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60g cartridge reload was received. The reload was received partially fired 1/2 and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a left inferior lobectomy procedure, the device could not fire any further after fired a half with an ecr60g. Another cartridge was reloaded but also had the same problem. Another cartridge was used to complete the procedure. There were no adverse consequences for the patient reported.